Manufacturer narrative:
(B)(4). Physio-control has provided the customer with a repair recommendation of the main pcb assembly. Physio has attempted to contact the customer several times to determine if they have repaired the device and what the cause was however, no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing its service indicator and had logged a critical event code which can effect defibrillation delivery. There was no patient use associated with the reported failure.